Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. The battery compartment was found to have cracked from the case seal upward along the side. The bolus button cover was missing and no testing was done on the button. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and a cracked battery compartment. This report is made based on the results of investigation completed on 04/15/2015.